Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd sodium citrate testing tube experienced glass breakage during use. The following information was provided by the initial reporter: material no: unknown ; batch no: unknown. As far as how many tubes have broken I would guess at least 100 because we have had the centrifuges for over 5 years now. We do have the centrifuge labeled for plastic tubes only, someone almost always has an oops and puts a glass tube in there. Glass tubes can break at forces above 2200 rcf in a horizontal centrifuge or 1300 rcf in a fixed angle centrifuge. Plastic tubes can withstand up to 10,000 g's in a balanced centrifuge. For routine coagulation tests our lab gets both glass and plastic light blue sodium citrate tubes. The centrifuge we can spin both the glass and plastic tubes with no issues. In the centriguge we can only spin the plastic tubes because glass tubes break.

Manufacturer narrative:
H.6. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd technical service provided troubleshooting for the customer. H3 other text: see section h.10.

Event description:
It was reported that an unspecified number of an unspecified bd sodium citrate testing tube experienced glass breakage during use. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. As far as how many tubes have broken I would guess at least 100 because we have had the centrifuges for over 5 years now. We do have the centrifuge labeled for plastic tubes only, someone almost always has an oops and puts a glass tube in there. Glass tubes can break at forces above 2200 rcf in a horizontal centrifuge or 1300 rcf in a fixed angle centrifuge. Plastic tubes can withstand up to 10,000 g's in a balanced centrifuge. For routine coagulation tests our lab gets both glass and plastic light blue sodium citrate tubes. The centrifuge we can spin both the glass and plastic tubes with no issues. In the centrifuge we can only spin the plastic tubes because glass tubes break.